Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the left ventricular lead exhibited high capture threshold which resulted in excessive battery usage. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.